Manufacturer narrative:
(B)(4). The investigation of the returned sample confirmed that there was a leak at the bottom of the stopcock. No root cause for the leak could be determined. The most probable cause is a deviation of the shape from the tap cock. No corrective or preventive action was identified. Note: the reported event occurred when using the be-pls 2051 quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).

Event description:
On (B)(6) 2012, (B)(6) hospital, camperdown, reported that during priming of the be-pls 2051 permanent life support set plus (article number: 70105.0310, serial number: (B)(4)) the 3-way tap was constantly dripping. The exact location of the drip could not be determined. The tap was replaced and the pls set was still utilized. (B)(4).